Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings:during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the keypad cover was detached from the pump, the ok button of the keypad was unresponsive and the contrast button was intermittently responsive during the investigation. The keypad flex was cracked near the contrast contact button. The investigation was unable to advance past the verify screen due to an unresponsive keypad therefore the investigation was unable to perform all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.